Event description:
Philips received a complaint on the v60 ventilator indicating that sense of touch was off on the bottom half of the screen. The device was reported to be in use at the time of the reported problem. No patient harm reported. The philips biomedical engineer (bme) found that the device needed a screen calibration. The bme performed a touch screen calibration and tested the device with the customer. A good faith effort (gfe) was sent and a response was received stating that the patient information was not provided. The investigation concludes that no further action is required at this time.